Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). There were two lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1605145, medical device expiration date: 2021-04-30, device manufacture date: 2016-05-04. Medical device lot #: 1604109, medical device expiration date: 2021-03-31, device manufacture date: 2016-03-29. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: we have been provided with three samples. The evaluation of the samples did not reveal any functional lack. The syringes did not present any defect. Lot 1604109: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2013 ((B)(6), 2016). Syringes were assembled in machines nº4258, nº4219, nº4218, nº4207, in lot #6082148 ((B)(6) 2016), and in lot #6074136 ((B)(6) 2016). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6082077, #6068218, #6070324, and no problems, defects or qn were found. We have also reviewed the plunger lots #6070321, #6082134, #6068219, and no problems, defects or qn were found. Lot 1605145: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2013 ((B)(6) 2016). Syringes were assembled in machines nº4219, nº4207, in lot #6130155 ((B)(6) 2016). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6130213, #6122325, and no problems, defects or qn were found. We have also reviewed the plunger lots #6130214, #6122328, and no problems, defects or qn were found. Root cause analysis the intention of emerald was to provide a truly global product, ce marked 510k authorized (FDA) and prequalified for who (pqs). Based on the non conformance descipirtion, in this case the complaint is regarding an unfamiliarity with the device functionality. We can state that no manufacturing defect was affecting the provided samples. Confirmation: the returned samples did not present any functional issue. We could not confirm the reported issue. (B)(4).

Event description:
It was reported that after the plunger on a bd emerald¿ 2ml syringe, luer slip centric tip was difficult to use. There was no report of exposure, injury or medical interventions.